Event description:
On 09/16/2009, company representative reported pt was discharged from the hospital 1-week ago. She states, pt's blood glucose elevated to 500+ mg/dl following a kidney infection. On follow up, pt reported she was admitted to the hospital and was discharged the next day. Pt states, she was diagnosed with kidney and bladder infections. She reports her blood glucose was 500 mg/dl. Pt states, the hospital did not treat her blood glucose, and she would bolus through her infusion device as a correction. Pt reports her blood glucose was in the 300 mg/dl range while in the hospital. Pt's target range is 70 - 120 mg/dl. No infusion device errors or alarms were reported. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.